Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 23 months after the implantation, beginning in (B)(6) 2017, the ventricular lead impedance and threshold gradually increased (>2500 ohms and >2.5v@0.4ms). X-ray did not show any findings. The lead was capped and a new lead implanted on (B)(6) 2017.

Manufacturer narrative:
11/28/17 - we received an updated analysis. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing impedance around 600 ohms between (B)(6) 2017 with a subsequent increase to >2500 ohms until june 2017. In the same time period the pacing threshold curve demonstrated an increase from 0.8 v to approx. 3 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.